Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced visual disturbance. The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was patient did not like vision. Additional information was requested.